Event description:
During the coiling procedure, resistance was encountered when advancing the orbit rdfl complex mini coil ((B)(4)), the coil stretched when adjusting it in the aneurysm, and could not be withdrawn. After the coil could not be withdrawn, the entire coil was deployed/detached within the aneurysm without any issues. After the withdrawal difficulty, additional force or manipulation was used to further advance the coil. Then, the device was changed to another one to complete the procedure with the same microcatheter. After the coil could not be withdrawn, additional force was used to further advance the coil, but after the event, the coil and delivery system removed without lost of target site. During placement, the coil was not left in the aneurysm, while the microcatheter was re-positioned. The microcatheter used with the coil was a prowler 14 that was re-shaped with the shaping mandrel and steam. Constant fluoroscopy was performed at all times and a constant and dedicated heparinized saline source was used at all times. The aneurysm and target site were normal. Other than the reported event, no other damages were noticed on the device (coil- fracture, separated, detached, etc), delivery system/introduce-stretched, fracture, separated, etc), but the coil remain in the patient. There was no adverse event reported, and the component will be return for analysis.

Manufacturer narrative:
During the coiling procedure, resistance was encountered when advancing the orbit rdfl complex mini coil (638mf0407/ 15458613), the coil stretched when adjusting it in the aneurysm, and could not be withdrawn. After the coil could not be withdrawn, the entire coil was deployed/detached within the aneurysm without any issues. After the withdrawal difficulty, additional force or manipulation was used to further advance the coil. Then, the device was changed to another one to complete the procedure with the same microcatheter. After the coil could not be withdrawn, additional force was used to further advance the coil, but after the event, the coil and delivery system removed without lost of target site. During placement, the coil was not left in the aneurysm, while the microcatheter was re-positioned. The microcatheter used with the coil was a prowler 14 that was re-shaped with the shaping mandrel and steam. Constant fluoroscopy was performed at all times and a constant and dedicated heparinized saline source was used at all times. The aneurysm and target site were normal. Other than the reported event, no other damages were noticed on the device (coil- fracture, separated, detached, etc), delivery system/introduce-stretched, fracture, separated, etc), but the coil remain in the patient. There was no adverse event reported, and the component will be return for analysis. A non-sterile orbit rdfl complex mini coil was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped and in good condition. The support coil was partially outside of the introducer on the proximal end. The distal end of the support coil and the gripper were inside the introducer. The gripper was found in good condition; while the embolic coil was not returned. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The instrument was inspected under microscope, the support coil outside from the introducer was confirmed; also, the gripper was confirmed to be in good condition. The embolic coil was not returned. The od from the delivery tube and ID of the introducer were measured and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures resistance/friction-during advancement, withdrawal difficulty-into microcatheter, and unraveled/stretched-during placement could not be evaluated since the embolic coil was not returned for analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. However, it was reported that no other damages were noted on the device, and therefore, the damages found on the device may have occurred during the shipping process. Functional testing could not be performed due to the support coil being outside from the introducer by the proximal end, causing the instrument to be unusable; as per instructions for use (IFU) "caution: during withdrawal, do not expose the blue distal floppy section of the delivery tube, as the delivery tube may sustain damage." Based on the information and analysis, procedural factors may have contributed to the events. Additionally, inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15458613 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The delivery system will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.